Manufacturer narrative:
(B)(4) the complainant facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the device revealed the fiber bundle was wet with evidence of blood exposure. Coagulated blood was noted between the polyurethane (pu) cut surface and screw flange on both ends (of the dialyzer) and between the housing/screw flange threads on the cavity ID end. During gross visual examination of the device, a short fiber was noted on the circumference of the fiber bundle (at approximately 210 degrees with the dialysate ports situated at 0 degrees). No other damage or irregularities were noted on the returned sample; specifically, no cracks were identified. The dialyzer was subjected to a laboratory leak test where a leak was noted at 7.0 pounds per square inch (psi) within the location of the observed short fiber. The device was then subjected to destructive disassembly for further visual examination. The sonically welded screw flanges were removed, the non-cavity ID end of the dialyzer was severed below the base of the screw flange, and the fiber bundle was withdrawn from the housing. Subsequent to disassembly, the complaint investigator confirmed the presence of a short fiber on the cavity ID end of the dialyzer. The fiber extended beneath the o-ring and toward the edge of the pu, creating an external leak channel between the screw flange and housing threads. The inferior surfaces of the pu on both ends were then visually examined for voids; no voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination confirmed the presence of a short fiber on the fiber bundle which led to an external leak channel between the screw flange and housing threads. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that an external dialyzer blood leak occurred approximately one hour into hemodialysis (hd) treatment. Blood was reported to be leaking from the header/end-cap of the device. A minor crack was identified on the header of the device (near the observed location of the leak). It was reported that the crack appeared to be on the interior surface of the device header. The machine did not alarm. Blood test strips were not used. The patient's estimated blood loss (ebl) was approximately 250 to 300ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The device was returned for manufacturer evaluation.